Manufacturer narrative:
(B)(4). Insufficient information. It is unknown if the patient was connected to the ventilator at the time of the event. Additional information has been requested.

Event description:
It was reported that the ventilator's lower part of the screen would not always work. Reportedly, after a few restarts, the customer was able to do a screen calibration; however, shortly after, the screen would not work. It is unknown if the patient was connected to the ventilator at the time of the event. Additional information has been requested.

Manufacturer narrative:
B4:10may2021. Information was received that the reported issue occurred prior to use. There was no delay to therapy. A third party service provider troubleshot with philips and was advised to replace the touchscreen. The third party service provider replaced the touchscreen to address the reported issue and the unit was return to use.